Event description:
The following was reported to hamilton medical ag: the equipment was not powering on due to the faulty component in the driver board. Unknown if patient involvement. No patient harm or consequences reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the equipment was not powering on due to the faulty component in the driver board. Unknown if patient involvement. No patient harm or consequences reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Follow-up 2 - additional information: fields b4, g6, h2, h6 and h11 are updated. The device displayed the alarm "battery 2: defective" and triggered technical event te244021 (tapm_batterypowerlinedefect). The battery failed to charge, even when tested in multiple ventilators and in an external charging bay. The issue was reproducible. The failure did not occur during ventilation, and no patient was involved. Consequently, the event did not cause or contributed to a death or serious injury of a patient. The root cause was identified as a defective battery. A replacement battery was provided, and the issue was resolved.

Event description:
The following was reported to hamilton medical ag: the equipment was not powering on due to the faulty component in the driver board unknown if patient involvement. No patient harm or consequences reported.